Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced due to a battery status of elective replacement indicated (eri). The physician expressed dissatisfaction with regard to the implant duration of 36 months. The explanted ICD was returned for laboratory evaluation.